Event description:
It was reported that the system 7 sagittal saw was allegedly overheating during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event, device gets hot, was confirmed. During testing it was found that the device had high amps of 6.1 and the drive link was loose. The drive link failure caused high amps. A worn drive link can result in increased heat during use.

Event description:
It was reported that the system 7 sagittal saw was allegedly overheating during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.